Event description:
A hemodialysis inpatient user facility has reported that at the start of treatment of blood leak occurred the leak was visually observed. The machine had alarmed. Estimated blood loss was 300cc. The patient had not adverse effect and no medical intervention was required. The patient completed treatment. Sample has been discarded.

Manufacturer narrative:
Plant investigation has not yet been competed. A follow-up report will be filed upon completion of the investigation.